Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical level 1 hotline disposable was returned for analysis. Visual inspection indicated that the connector was broken. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
(B)(6). Device evaluation in progress.

Event description:
It was reported that the triangle clip next to machine end connectors was found to be broken on the level 1 hotline disposable. This made it so that the hl-90 was unable to detect the presence of the l-70. This product problem was observed upon opening. No patient injury or complications were reported in relation to this event.